Manufacturer narrative:
E1. Initial reporter address 1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon vertically ruptured at the middle part. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.